Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. (B)(4).

Event description:
The physician reported that approximately 5 weeks after the subject pacemaker was implanted, the patient felt unwell and returned to the hospital. Interrogation of the device revealed high ventricular lead impedance (>3000 ohms) and an automatic polarity switch relative to the ventricular channel. A re-intervention was performed, which revealed a loose connection between the ventricular lead and the pacemaker, since the lead could be easily removed without loosening the set-screw. The physician indicated that a lead pull test was performed at the time of the implant. The associated lead was reconnected to the device, which was left implanted.